Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy, there was a response from the right side, but then no response. When they moved to the left side, there was no response displayed on the system. The surgeon reported being able to see the nerve being stimulated. There was a delay of less than an hour. There was no patient impact. During troubleshooting, the electrode check passed, connections on the pi box were correct, and there was no interference in the room. The stim was set at 1, threshold at 100. Ts suggested lowering the threshold, but the same outcome was reported. The tube placement was verified as good. They were not using a muting probe. The lead placement was verified as good. The caller did not want to move the leads. It was verified that the system was plugged directly into a wall outlet by itself. The caller stated they were at the end of surgery and opted not to troubleshoot further.

Manufacturer narrative:
H6: previously submitted fdc d16 code has been updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that reported product was used to complete the surgery. The issue did not persist in subsequent cases.